Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 pump under infused treatment. Reported the patient was pulled off the blincyto treatment. It was said she came in on friday for her bag change, the pump had been turned off and on several different times and she only received 5 hours worth of that 48 hour period. The batteries had also been changed in the pump. They took her off therapy. No patient adverse events reported.